Event description:
It was reported that the patient had stimulation in the wrong location. The patient was experiencing stimulation in her fingers and left leg and not the pelvic floor area. The event occurred 2 days before the report date. The physician was notified and he told the patient to turn off the implantable neurostimulator (ins) and call the manufacturer. The patient was redirected back to the physician. Follow up is being conducted to obtain additional information regarding interventions and patient outcome. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3037; product type programmer, patient product ID 3889-28, lot# va0kmyx, implanted: 2014 (B)(6); product type lead. (B)(4).